Event description:
The intra-aortic balloon leaked back into the sys 97 pump. This was the only info at the time of the report. The intra-aortic balloon was not returned to datascope for eval. The intra-aortic balloon was discarded by the facility. (Event complications: none from the event-reported 6/1/98.) (Pt's current status: unk reported 6/1/98.)